Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection identified as a abscess. The patient had a allergic reaction. For treatment, the patient was given antibiotic and a steroid cream. The pod was worn on the arm. The patient was discharged after 1 hour. The pod was discarded.